Manufacturer narrative:
The investigation conducted by intuitive surgical's distributor concluded that the customer reported problem was associated with the endoscopic camera manipulator (ecm) cannula mount. The ecm cannula mount is designed for the camera arm and attaches to a disposable cannula that serves as a port of entry for the endoscope. The ecm cannula mount was broken in half. The system was repaired by replacing the ecm cannula mount. As of april 10, 2011, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that 10 minutes into a da vinci s hysterectomy procedure, the surgical staff observed that the endoscope moved freely while positioning it in the endoscopic camera manipulator (ecm) arm. Unable to resolve the issue, the surgeon made the decision to complete the planned surgical procedure using open surgical techniques.